Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient's nurse reported that the doctor advised the pediatric patient that her tandem pump was not working properly and not giving correct insulin due to dexcom failure. The sensor failed 4 days after insertion in the arm. Per documentation, the reporter did not remember the estimated glucose value reading at the time of the issue when the sensor failed. There were no symptoms as per the reporter. The only issue was that the sensor always failed and that was why the pump was not giving the correct insulin. On 08/29/2024 the patient reportedly did not check the blood glucose by fingerstick following sensor failure. The duration of time out of active sensor session until evaluation by the doctor was not specified; however, the event date and date of medical intervention are documented as being the same day. The patient was reportedly hospitalized for 3 days, and insulin was provided by the doctor. At the time of the report, the patient was feeling good. Data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.